Event description:
A patient in a hospital (B)(6), recovering consciousness following a medical procedure, was found to have their neck stuck in between the head-end and foot-end side rails of one of our enterprise 8000 beds. This product is also sold in the USA. The patient did not suffer any injury, but a serious injury could result if the incident were to recur. The patient was found with their head outside the bed and their body lying inside the bed on the mattress platform. The patient could not disengage himself from this position and had to be assisted by nursing staff.